Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2014-02593 pertains to the other device it was reported to boston scientific corporation that a pinnacle pelvic floor repair kit and solyx sis system was used during a cystoscopy, urethral catheter placement, cystotomy, vaginal hysterectomy procedure performed five years ago. According to the complainant, post procedure the patient experienced mesh erosion, vaginal bleeding, severe pain and painful intercourse. A year after, she had recurrence of urinary incontinence, extensive bladder adhesions from the eroded mesh and multiple regions where mesh avulsed from the bladder.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Voluntary user medwatch number is (B)(4).